Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery and that the customer experienced high blood glucose. The customer's blood glucose was in the high 400 mg/dl range. The caller stated that the insulin pump seemed to alarm when the reservoir was full. The customer changed the insertion site and infusion sets, but the customer still had high blood glucose and the insulin pump alarmed no delivery again. The caller declined to troubleshoot for the issue and declined to return the infusion set and reservoir for analysis. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.